Manufacturer narrative:
Follow-up received on 25-oct-2016: the ptc investigation result was provided. Ptc global number is (B)(4) quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had had chronic pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. She is scheduled to undergo a hysterectomy to remove her essure coils. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident because device removal will be required. The technical assessment concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 14-sep-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Shortly after undergoing the essure procedure, hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including abdominal pain, excessive itching, excessive rashes, chronic back pain, chronic pelvic pain, abdominal pain, excessive weight, chronic fatigue, dental problems, and excessive migraine headaches. She has never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms at from her physician but was unable to resolve her symptoms. Plaintiff was scheduled to undergo a hysterectomy to remove her essure coils on or around (B)(6) 2016. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. She is scheduled to undergo a hysterectomy to remove her essure coils. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.